Manufacturer narrative:
24-feb-2022: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Male consumer via e-mail stated that the brush head kept slipping off of the oral-b triumph professional toothbrush hand piece during brushing. No injury was reported. 07-jan-2022 case update: the suspect product lot was updated to r42860155. No injury was reported. 10-feb-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3764 pro. The concomitant product was oral-b power power oral care refills floss action eb25. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that the brush head kept slipping off of the oral-b triumph professional toothbrush hand piece during brushing. No injury was reported.

Event description:
Male consumer via e-mail stated that the brush head kept slipping off of the oral-b triumph professional toothbrush hand piece during brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.